Manufacturer narrative:
During troubleshoot via telephone, the customer provided another dual foot pedal and the generator assigns appropriately, and no error codes occur. The e433 error occurs due to a defective dual foot pedal. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold on september 25, 2016. The asset was last serviced via repair on december 16, 2021. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported error could not be conclusively determined. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Efective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. The error message e598 occurs if there is an interruption during the software update. This may be caused by disconnecting the transmission cable or by a system breakdown. A hardware defect is also very likely. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The technical support engineer was informed that during maintenance, when the onsite support specialist connected a dual foot pedal, the high frequency electro-surgical generator could not assign accordingly as all four blocks are grayed out. When performing software upgrade from 11-a to 12-a, an error e598 occurs at 99% completion and the unit shuts off. Subsequently, the generator was powered off/on and an e433 (reportable malfunction) internal hardware error was observed. No death, injury or harm was reported.